Manufacturer narrative:
Device evaluation: 1 x zso-7-4 of unknown lot number was not returned to cirl for evaluation. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all x zso-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. It was noted the questions on the source document did not match the standard questions as per d00198513 rev 003 and the originator was notified. A review of the manufacturing records for the zso-7-4 device could not be completed as the lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined from the available information, a possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to the conclusion of the investigation. Doctor tried to remove the stone, but access to desire duct was difficult. So he decided to insert zso-7-4 into the cbd. While the nurse tried to insert the guide wire into the stent, pigtail section of stnet was bent. So guide wrie could not pass the stnet. The new zso-7-4 was used for this case.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Doctor tried to remove the stone, but access to desire duct was difficult. So he decided to insert zso-7-4 into the cbd. While the nurse tried to insert the guide wire into the stent, pigtail section of stnet was bent. So guide wire could not pass the stent. The new zso-7-4 was used for this case.